Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. In addition, the recipient experienced pain most likely due to the reported impact. However, to determine an exact root cause device investigation would be necessary. Diagnostic imaging is planned.

Event description:
The user's mother reported a history of trauma in 2023, but the implant was not checked afterwards. Re-implantation will be discussed with the surgeon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother reported a history of trauma in 2023, but the implant was not checked afterwards. It was also stated that the user felt pain while using the device on both implant sides after the fall and refused to use the implant for almost a year.